Manufacturer narrative:
A complete lead was returned in one piece measuring 45.9 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device upgrade, high threshold was noted on the right atrial lead. The lead was explanted and replaced. The patient experienced no complication before or after the procedure.